Manufacturer narrative:
This report is submitted on august 10, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the child swallowed a battery from the battery compartment of the processor. Subsequently, the child was taken to the emergency room and he reportedly passed the battery while at the hospital. There was no allegation of serious injury associated with the issue.